Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy procedure, the device's clip did not come out from the midway. Another device was used to complete the case. There was no patient injury.